Event description:
During a tf tavr procedure for a 26mm sapien xt valve, the patient was noticed to have an annular rupture post deployment that required treatment with a 2nd valve. Bav was performed with 23mm balloon without issues. The xt valve was positioned across the aortic annulus 60:40 aortic/ventricular (a/v) and deployed in the same position. Post deployment evaluation by echo demonstrated 2 small paravalvular leaks (pvl) - one at the 1 o'clock and another on the 7 o'clock position, where a small spike of calcium on the non coronary cusp (ncc) had been noted in the pre-screening CT. Post deployment the pressure recovered normally and there was discussion if the mild pvl needed post dilatation. During the time of the discussion, the team noticed dye washing into the pericardium on the root shot and surmised that there was an annular rupture where the calcification had been noted on the CT. A 2nd 26mm xt valve was immediately prepped and positioned inferior to the 1st valve. The valve was deployed until contact was made by the outer edge of the 2nd valve to the inner edge of the 1st valve. Inflation was then halted at that point. Upon deflation, a root shot was performed and the rupture was effectively sealed by the 2nd valve. Although the rupture was contained, the patient continued to decompensate hemodynamically and it was decided to perform a pericardiocentesis. Approximately 300cc of blood was removed and the patient immediately began to recover hemodynamically. Echo evaluation afterwards confirmed that the effusion was not refilling. The patient was removed from the procedure room and transferred to the ICU in stable condition.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the severe leaflet bulky calcification and the spike of calcium on the ncc likely caused the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.